Manufacturer narrative:
The ae assessor spoke with the patient for further investigation of the complaint of hyperglycemia on the vgo 20 device. The patient is diagnosed with cancer which patient states "has metastasized throughout the entire body." Patient is in hospice care at this time and cannot provide more information about her emergency room visit. The patient was attempting to manage her diabetes using insulin via the vgo without knowing her bg values when delivering bolus dosing. It is not logical to take insulin without monitoring bg. The patient recovered from the episode of hyperglycemia. The patient "not feeling well" explained by the patient as being "from the cancer".

Event description:
The patient reported has been without a bg meter for "several months" so patient does not know her bg value before taking variable bolus dosing. Patient was providing her bolus dosing amount based upon meal size and "how she felt". The patient stated one time when she felt ill while undergoing chemo and radiation, she was taken to the emergency room and patient bg was "just over 400". The patient was given insulin in the emergency room and then treated "for not feeling well" and released from the emergency room to home that same day.